Event description:
I was scheduled for a MRI. I believe it was either the (B)(6) may 2015, due to sharp pains on the left side temple area of my head. I was told to make an appointment at the (B)(6). With a (B)(6). Not using my better judgement after viewing the MRI equipment, I knew this was not a MRI machine, I had a MRI years ago at (B)(6) hospital. No donut hole that passed the body while x-rays are being taken from the lights above weren't noticeable. A small mirror was placed by my hands, all I could see were my fingers and the door in which I came into the room. After 40 minutes the machines started making a lot of noise and shaking. Before I left I told (B)(6) at the desk that I question this equipment and said nothing, she gave me a dvd of the results which I gave to my physician dr. (B)(6). I've called my healthcare provider many times complaining without avail. Nobody is taking responsibility for this poor selection to send a patient to a center with poor equipment. I expect the (B)(6) to be returned to me in order to retake the MRI in a hospital facility. I question: who's looking out for the patients? This facility makes money off my healthcare card and the co-pay, then use a piece of equipment that looked like it was made by a 5th grader since project for school. I know better. I should have left that place, after seeing this faux MRI. Best regards, (B)(6).